Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was investigated. As received, the electrode belt would not complete a baseline recording. Upon evaluation, the u727 and u728 processors were internally shorted on the distribution node pca board. The cause of the inability to complete a baseline recording is the shorted components. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the defective components.

Event description:
A us distributor returned an electrode belt indicating that it would not communicate with a test monitor.